Manufacturer narrative:
(B)(4). No further info on the event other than the initial description provided at this time. A request for further info has been sent to the reporting healthcare facility and we are currently waiting to receive additional info. Any further info we receive on this event will be provided in a f/u report. The c-flex 570c iol has been retained by the healthcare facility and will be returned to rayner for inspection/analysis. The results of our device analysis will be provided in a f/u report. Our review of production records for the c-flex 570c iol batch 052e37609 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of MFR of the c-flex 570c iol (may 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch 052e37609.

Event description:
Rayner intraocular lenses ltd received notification from the (B)(6) distributor of an event that occurred during use of a superflex aspheric 920h intraocular lens (iol). The event description provided states that the haptic ruptured during injection.